Event description:
It was reported that the procedure was treating a lesion in a coronary vessel. During use of the 2.75x18mm xience pro stent delivery system (sds), the hub was found to be damaged and then separated. The procedure was completed with another xience pro sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The detachment of device component was able to be confirmed. The physical property issue/ irregular appearance was unable to be tested as the returned device was not returned in a condition in which the test could be performed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device or physical property issue from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.